Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event vascular complications (including vessel spasm, thrombosis, intimal disruption, dissection, or perforation) and death are included as possible complications in the instructions for use (IFU) for the indigo aspiration system. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2023-00406.

Event description:
The patient was undergoing a thrombectomy procedure in the left pulmonary artery (lpa) using an indigo system flash aspiration catheter (flash catheter) and an indigo system separator 12 (B)(6). During the procedure, the physician completed multiple passes. While advancing the flash catheter to complete another pass, the patient started coughing blood and the physician noticed a perforation of the lpa. The physician treated the perforation with a balloon tamponade. It was reported the patient later expired. The cause of death was left main pulmonary artery perforation.